Manufacturer narrative:
The device has been received for evaluation; however, it has not yet been evaluated.

Event description:
The event involved a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch that there was visible black spot contamination on the IV tubing and the defect location was drip chamber. There were no reported patient involvement and harm. Sample photo attached.